Event description:
Pt with pmh of recent urosepsis, noted on 4/7/00 while reviewing records, that ua c/s positive for pseudomonas aeruginosa. Noted that baxter foley irrigation tray had clinipad. Facility had just received clinipad recall notice but no notice regarding specific trays with clinipad. Note - pt had foley cath irrigations; possible causal relationship.

Event description:
Add'l info rec'd from co 5/25/00: based upon the info contained in this report, co has determined that the criteria for report filing has not been met. Co is not the MFR of this product, therefore, co is not submitting a report. Co has, however, notified the supplier of this incident.